Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated that around (B)(6) he was unable to increase his stimulation on program b. That the remote stated settings not available. Rep met with patient on (B)(6). Connection check shows red x on electrode 13. Impedance check shows do not use on electrode 13. Program b used electrode 13-reprogrammed stimulator. Patient stated he was happy with new stimulation program. Patient denies any weight changes. Patient denies any falls tripping losing balance. Patient does use a cane. Patient does use public transportation. Patient denies any accidents. The issue was resolved. No symptoms were reported. Pt reported that they had paddles inserted (B)(6) and after that, they got a message on their controller saying "settings not available cannot provide your desired intensity settings". Pt met with a rep who hooked up to their implant and found out that one of the 16 leads was bad, shorted out. Pt said they are now they are only running on 15. Pt said the rep re-did everything; pss understood the medtronic rep reprogrammed all the settings. Pt said the way the other one happened was they accidentally let their implant battery go down to "0" when the implant battery turned itself off they charged the battery up and they bring it (controller) up and they put their finger on it and they get the error message; pss understood pt was referring to the "settings not available message". Pt said this message also appears if they mess with any of the settings and the controller won't change it. Pt said the "tens" will shock them and continue to shock them and they can't change it, it won't go up it or won't go down; pss understood the pt was referring to their stimulation when they said "tens" and understood pt was referring to what happened before reprogramming on the (B)(6) with their stimulation and the message appearing. Pt said when this happens they dump the battery out; pss understood the pt takes the battery out of the controller when the see the "settings not available" message. Pt said they accidentally fell asleep in their chair last night, after the medtronic rep fixed "it" on the 12th, came in and charged the implant and they got the same error message. Pt said the "tens" thing went off this morning and they cannot change it. Pt mentioned feeling tingling after they charged the implant. On (B)(6) 2022, (rep): rep reported that cause of settings none available was previously stated. Programming utilized electrode 13. Connection and impedance check showed red do not use on electrode 13. Reprogrammed. Pt able to use all settings. 6/1 rep met with pt. Electrodes 5 <(>&<)> 13 show possible open short on connection check and electrode check. Reprogrammed. Pt able to use all settings. 6/2 pt states settings not available on all programs. Appointment made to meet with pt on (B)(6) 2022. The issue was not resolved.

Manufacturer narrative:
Concomitant medical products. Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2022, product type: lead, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of pli# 10 product ID# 97716 found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2022: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the ins was replaced and would be returned.

Event description:
Additional information was received from the rep. It was reported that an impedance check was done and it showed an orange avoid on electrode 5 and 13. The issue of the settings not available was resolved, it was programmed not using 5 or 13.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6); implanted: (B)(6) 2022; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.